Event description:
It was reported that during a device check by the customer, the autopulse platform stopped performing compressions. Zoll (B)(4) confirmed the reported event with a user advisory (ua) 17 (max motor on time exceeded during active operation). It was also observed that the bosses of the top cover were broken. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.